Manufacturer narrative:
During a double-j ureteral stenting procedure, the tip of the 23cm brite tip sheath introducer "broke off when a double j stent was advanced". The separated segment was retrieved with a basket and no patient injury occurred. No details were available for the double-j stent; however, the reporter stated that no friction was felt during advancement of the stent and nothing caught on the tip of the sheath. No unusual anatomical factors were reported. It was stated that the "tip was noticed while stent was being advanced, it could have broken off prior to advancement of the stent." One non-sterile 8fr brite tip sheath introducer was received inside a plastic bag. A portion of the brite tip had separated but this did not occur at a point of fusion. The brite tip fragment was received inside a small plastic bag. Evidence of a small cut made by a sharp object was found on the brite tip fragment. Dry blood was found inside the stopcock. No other visual anomalies were found on the returned unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The brite tip break / separation was confirmed; however, there are no indications that this is related to the manufacturing process. Controls are in place to prevent damaged units from leaving the facility. Although the cause of the damage could not be conclusively determined, some procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
The information received indicated that the tip of a brite tip 8f 23cm sheath introducer broke off when a double j stent was advanced. The tip broke off while in the patient. The actual brite tip (radiopaque end) broke. The tip separated into two pieces. It was retrieved using a basket. The size of the double-j stent delivery system is unknown. There was no resistance or friction felt while advancing the double-j stent through the brite tip sheath introducer. Neither the stent nor the delivery catheter catch on the brite tip of the sheath. There was no possibility of tortuosity in the path that the devices had to travel. The tip was noticed broken while the stent was being advanced, it could have broken off prior to advancement of the stent. The broken piece has been saved and will be returned with rest of the sheath. There was no patient injury.

Manufacturer narrative:
The product is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.